Manufacturer narrative:
(B)(4). This event is currently under investigation.

Manufacturer narrative:
(B)(4). During investigation, a visual inspection and functional test on the product and reviews of complaint history, device history record, instructions for use (IFU), quality control, specification, and trends were performed. Based on the information provided, the iris valve pulled out of the delivery system during the procedure. No advance effect to the patient was reported. The returned device was evaluated on 11/18/2014. The captor iris valve was fully inverted and was partially extending outside the valve. Although the complaint did not report valve leakage, the valve was examined for leakage. There were no tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. There was no leakage with or without a dilator through the valve. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, deployment testing has been conducted. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use for this device. Specifically, it states "ensure the captor hemostatic valve on the flexor introducer sheath is turned to the open position." Following removal of the gray positioner, the IFU states "close the captor hemostatic valve on the main body introducer sheath by turning it in a clockwise direction until it stops." The captor hemostatic valve should be in the open position during manipulation of the gray positioner. The work order was reviewed, and nothing of note was observed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The IFU includes instructions for ensuring that the iris valve is opened prior to manipulation of the gray positioner or other devices through the valve. Without additional information, a definitive root cause cannot be established. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
A male patient underwent evar on (B)(6) 2014. The rubber flange on each delivery system pulled out of the valve. (Zenith flex main body 1820334-2014-00579 and zenith iliac leg graft). The stent grafts remained implanted and the case was completed successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. There was no harm to the patient.